Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had powered off and rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/20/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/30/2013 with the following findings: a review of the pump's history showed multiple power reboots on 6/9/2013. The battery compartment was found to be intact; no damage was observed. The battery cap was able to fully tighten and the battery cap measurements were within specifications. Moisture contamination was observed on underside of battery cap. During testing, the pump was exercised for 24 hours and no power losses or battery related warnings were observed. The pump case was removed and no evidence of additional moisture contamination was found inside the pump. The battery terminal contacts were inspected and no evidence of intermittent contact was observed. The issue of the intermittent power was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.